Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had accidentally delivered a 15 unit bolus. The customer's blood glucose (bg) level lowered to below 50 mg/dl. The customer consumed food and drank juice to address bg level. At the time of the call, the customer's bg level was trending upward toward target range.